Manufacturer narrative:
No conclusions can be made at this time. The most likely cause of the event is excessive force placed on the cage during insertion. The inserter is intended to place the cage in the proper alignment. It should not be used to torque or steer the implant. Applying torque and or using a mallet may result in breakage of the implant. The system comes with a straight and curved impactor to advance the implant using a mallet.

Event description:
Breaking of depuy leopard cage during radiolucent interbody cage placement, per operative narrative reports. A picture of the broken device, taken in 2005 outside the pt's body, revealed a larger cage piece and 4 splintered segments. An extension of pt time under general anesthesia resulted (approx 30 minutes).